Event description:
It was reported that the loop recorder would not interrogate. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the device could not be interrogated due to a power on reset anomaly.